Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the doctor added unspecified drug into dianeal (dose, frequency not reported, intraperitoneally) as a treatment for peritonitis. At the time of this report, the patient had not yet recovered and dianeal therapy was ongoing during treatment. No additional information is available.